Event description:
The surgeon performed a reverse shoulder arthroplasty. The case went as planned and the post-op x-rays that were performed in the operating room looked normal. The surgeon requested instruments be delivered for a revision surgery due to a perform humeral cut protector that was retained in the patient post operatively.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The surgeon performed a reverse shoulder arthroplasty. The case went as planned and the post-op x-rays that were performed in the o.r. Looked normal. The surgeon requested instruments be delivered for a revision surgery due to a perform humeral cut protector that was retained in the patient post operatively.

Manufacturer narrative:
Correction h6 method code, d9/h3 the reported event could be confirmed, since a medical expert reviewed received x-rays and confirmed the retention of the perform cut protector size 2 post operatively. Since data was provided, the opinion of a medical expert was sought and stated as follows: "the x-ray¿s show the perform reversed shoulder prothesis, and confirms the presence of the perform cut protector situated in the patient¿s shoulder joint at the postero-inferior region of the glenoid, possibly contacting the glenosphere in that area. Although instrument checks per protocol and intra-operative x-ray images should prevent this from happening, it is work by humans, and unfortunately these things happen." The device inspection revealed the following: a visual inspection found the device to be in good condition. No deficiences were able to be detected. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by user error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.